Manufacturer narrative:
The review of the device history record supports that there were no non-conformances noted for any reason. Examination of the returned monitor confirmed the customer¿s complaint ¿ ¿run time error¿ was observed and there was smoke coming from the monitor. The failure of monitor was determined to be due to a defective cco board. The cco board was replaced to restore the monitor to functionality. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported that during use of a vigilance 2 monitor, fault message "run time error" was observed and there was smoke coming from the monitor. The monitor was rebooted but the same issued occurred. No patient compromise was reported. No other system-related devices were reported as suspect. No patient demographics were able to be obtained.